Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the g5 mobile application displayed a frozen screen . No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the application displaying a frozen screen could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.